Event description:
The hcp's resident reported, that the patient had an infection on or over the pump site. The hcp's resident later provided, that the patient had come in for a baclofen refill. At that time, they noted some "eschar" type formation near the pump site which wasn't necessarily related to the pump. She stated that they do not believe the patient has anything wrong with her pump or actual pump site. They requested that the implanting hcp see the patient. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.